Event description:
It was reported that the patient developed a virus and had fluid around his heart. The patient was placed on steroids and suffered a seizure. The patient then "went downhill" continuing with seizures approximately once a week. It is unknown whether or not the seizures are an increase above the patient's pre-vns baseline and whether or not the seizures are related to vns therapy. Device diagnostics were within normal limits and the patient underwent generator replacement surgery. The explanted generator has not been received for analysis to date. No additional relevant information has been received to date.